Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) displayed two consecutive atrial pacing markers with no intervening ventricular pace or sense marker. It was also reported that review of electrogram (ECG) strips by a qualified personnel noted "telemetry drop-out, and simultaneous surface ECG showed no qrs during the pause". The crt-d remains in use. No patient complications have been reported as a result of this event.